Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. Two t8 stick fit hexalobe drivers (part number 80-0759, batch number 530863 and part number 80-0759, batch number 579755) were returned for evaluation. The returned drivers were examined visually under magnification. One driver (batch number 579755) had significant twisting along the hexalobe grooves on the driver tip. A visible twisting of each ridge along the driver tip was seen, this usually occurs just prior to a driver tip breaking. Hexalobe tip twisting may occur when excessive force is applied to the driver during use, usually to overcome increased resistance. The other driver (batch number 555893) had a fractured tip and a broken fragment also returned. The broken driver is 3.3495" long indicating that the fracture occurred approximately .0305 inches from the end of the driver. Additionally, the remaining visible hexalobe ridges on the broken tip portion were twisted and the fracture angle was approximately 45 degrees, indicating a torsional fracture. The reported event indicated the driver was damaged during a removal surgery. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during routine removal surgery, one t8 stick fit hexalobe driver tip (part number 80-0759, batch number 530863) broke and another t8 stick fit hexalobe driver tip (part number 80-0759, batch number 579755) twisted. The surgery was completed after a 15-minute delay. There were no adverse patient consequences reported. This report is related to report number 3025141-2023-00404 for the other driver involved in this event.